Event description:
Reportedly the balloon came off the catheter in the patient. The surgeon used another catheter to try to locate and extract the balloon, however, was not able to find the balloon. The patient is reportedly without complications or permanent injury.